Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge leaked from the bottom. Reportedly, the customer filled the cartridges with over 300 units. The customer was able to load a new cartridge and resume insulin delivery. It was noted that the customer's blood glucose level was not impacted by the event. However, the customer experienced an elevated blood glucose level of 346 mg/dl and stated that it was due to a menstrual cycle. The customer indicated that a bolus would be administered.